Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 40 mg/dl (aviva 525) and 110 mg/dl (aviva 535). No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch is for the aviva 525 meter. (B)(6).